Manufacturer narrative:
Concomitant device(s): 320-10-00, equinoxe reverse tray adapter plate tray +0; 320-02-42, rs expanded glenosphere 42mm, +4mm offset; 320-15-02, rs glenoid plate sup aug, 10 deg; 308-01-11, 11x80mm distal stem modular cemented; 308-05-23, distal fixation ring ha 23.5; 308-10-00, med prox body +0; 308-15-01, taper locking screw 0.

Event description:
As reported, approximately 2 yrs postop the last ltsa, it was noted on first post-op x-ray after previous closed reduction, the l shoulder implant had dislocated again for this (B)(6) y/o male patient. He states shoulder felt different 3 days prior. The case report form indicates this event is possibly related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament re-construction.